Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results showed that one device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hernia procedure, the firing force was higher than expected at the 1st firing and the trigger was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.